Manufacturer narrative:
The reported event of high impedance was confirmed. Final analysis found the anomaly to be intermittent and unproductive. The root cause of the anomaly could not be conclusively determined. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for an implantable cardioverter defibrillator (ICD) upgrade procedure. During the procedure, it was found that the novel ICD produced high, out of range pacing impedance values when the chronic atrial lead was inserted into the atrial port. When the same atrial lead was inserted into the right ventricular (rv) port, impedance values were normal. The novel device was not implanted and the procedure was completed on (B)(6) 2021 using an alternate ICD. The patient was stable.